Event description:
It was reported that the buttons have to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be swollen. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "up" key contact was misaligned. Additionally, all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts